Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd safetyglide insulin syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2ml, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 7296891. Customer states that the plunger rod is blocked. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 7296891. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press). Investigation conclusion: probable root causes: for broken plungers. Dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that the plunger of a bd safetyglide¿ insulin syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the plunger of a bd safetyglide¿ insulin syringe was broken. There was no report of exposure, injury or medical intervention.